Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti (urinary tract infection)"), tooth disorder ("dental problem"), headache ("headaches") and nausea ("nausea,") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, back pain, abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, urinary tract infection, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder/urinary problem. Discrepancy noted in insertion date: it mentioned in legal claim as 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multiparous. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain//pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti (urinary tract infection)"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and depression ("depression,") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, back pain, abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, urinary tract infection, tooth disorder, headache, nausea, weight increased, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder/urinary problem. Discrepancy noted in insertion date: it mentioned in legal claim as 2004. Discrepancy noted in insertion date: (B)(6) 2001(in previous follow up). This was placed in proper technique leaving 3 coils on the right side. Same procedure carried out on the left side leaving 3 coils on the left side outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. New events added: abnormal bleeding (vaginal), anxiety & depression. Dob and insertion date were updated. Lab data and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti (urinary tract infection)"), tooth disorder ("dental problem"), headache ("headaches") and nausea ("nausea,") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, back pain, abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, urinary tract infection, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder/urinary problem. Discrepancy noted in insertion date: it mentioned in legal claim as 2004. Most recent follow-up information incorporated above includes: on 10-sep-2019: initial and fu process together : plaintiff fact sheet received.-event injury is replaced by pelvic pain. New events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: uti, dental problem, headaches, nausea, device monitoring procedure not performed and weight gain." No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.